Event description:
When activating the safety button, the needle did not retract and remained stuck. Happened twice on (B)(6). There was no damage in this week's incidents.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received from the bd representative on october 8, 2025, could you please confirm if there is any damage identified on the cylinder? - apparently, there is no damage visible to the naked eye. Also, would it be possible to send a closer image of this area of the product for better analysis? - here are some closer images! Additional information received from the bd representative on october 8, 2025, the reported event is related to the fact that, when activating the safety button, the needle did not retract and remained stuck. However, one of the images provided is not related to the reported event. Could you clarify whether the image is related to a new event? - today at the customer's site, I was in the department, and while talking to the technical nursing team and department supervisors, I was asked about the image in question here, and the report is as follows. The team is most familiar with the product, it is aware of the pre-puncture rotation, and in this case, the professional reports that he rotated it, and that when he activated the safety device, it did not retract. When he removed the catheter, the entire assembly came out, and when he realized this, he tried not to lose the puncture, repositioning the catheter with the guide in the vessel, but to no avail, and access was lost. And the device did not retract.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 5125266. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) affected sample was returned for evaluation by our quality team. Through examination of the product, the safety device was confirmed not fully activated. When pressing the retraction button, no action resulted. The catheter was also pierced; however, if the product had been pierced due to a manufacturing issue, it would not have been possible to use the product. For the needle retraction failure defect, a probable root cause may be related to a failure in the uv adhesive application, resulting in the adhesive being applied onto the hub rather than onto the component hub. In regard to the issue of needle through catheter, according to the product instructions for use (IFU), under ¿instructions,¿ item 7, establish vascular access, the following warning is stated: warning: if the needle is partially or completely withdrawn from the catheter tube (1) during insertion, do not reinsert the needle into the catheter tube (1), as damage may occur. Corrective actions related to the needle retraction failure defect are being addressed in a corrective and preventive action plan at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.